Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer received guidance on resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues arise.